Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device yet, however it is indicated by complainant that it will be returned for investigation. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted with ncb, femur plate, right, 9 holes, 246 mm and subsequently underwent revision surgery due to implant fracture.

Manufacturer narrative:
Trend analysis: no trend considering the following event is identified: fracture DHR reviw: ref:02.03260.009 ; lot:2888565 - yield:25 - delivered:25 the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event description: it has been reported that the patient was implanted with a right ncb plate on december 14, 2017 and was revised march 26, 2018 due to implant fracture. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received devices analysis: - visual examination; the fractured ncb plate was returned for investigation. The fracture of the plate is located through the 5th bore hole starting from the proximal end. The visual examination showed scratches on the non-bone-facing side over the complete implant length. The bone-facing side shows only a couple of light scratches. The threads of the screw holes do not show any considerable deteriorations. The fracture surface shows characteristics of a fatigue fracture, consisting of beach lines over a large area of the fracture surface. The fracture origins are located on the non-bone-facing side of the implant at the beginning of the chamfer. The polished areas of the fracture surface indicate the post-breakage contact of the two parts. Root cause analysis: root cause determination using rmw: - breakage of implant due to movement between implants leads to notching / fretting. => not possible, as no signs of notching / fretting were found during investigation. - breakage of implant due to inadequate implant design & material (fatique strength - lifetime of the device). => not possible, as a systematic issue with design and / or material would have been detected as part of the issue evaluation. - breakage of implant due to chemical / galvanic / crevice corrosion of material. => not possible, as no signs of corrosion were found during prouct investigation. - breakage of implant due to wrong interpretation of in situ device position and/or dimension. => possible, as neither x-rays nor a surgical report was provided for investigation. - breakage of implant due to wrong interpretation of x-ray template for dimensions. => possible, as no x-rays were provided for investigation. - breakage of implant due to user perform inadequate force to the plate. => possible, as an inapporpriate force application by the user cannot be exluded on the basis of the given information. - breakage of implant due to user define incorrect placement of the spacers and plate. => possible, as no information about the usage of screws and spacers was provided, therefore, an incorrect placement of spacers cannot be excluded. - breakage of the implant due to user performes inadequete forces to the plate. => possible, as no surgical report or any additional medical report was provided the application of inadequate forces cannot be excluded. - breakage of the plate, migration of the screw due to user choose a wrong angular direction for the screw. => not possible, as no considerable deterioration and deformation of the screw holes were found during investigation. - breakage of the implant due to user perform improper handling of the plate during insertion. => possible, as no surgical report or any additional medical report was provided the inadequate handling of the plate cannot be excluded. - breakage of the implant due to user read/interprets wrong screw depth. => possible, as the used screws have not been reported. - breakage of the implant due to user read/interprets wrong screw depth. => possible, as the used screws have not been reported. - breakage of the implant due to wrong/ incomplete information about limitation and postoperative restriction. => possible, as no postoperative information was provided a wrong postoperative patient behaviour cannot be excluded. - breakage of the implant due to patient do not follow the postoperative protocol. => possible, as no postoperative information was provided a wrong postoperative patient behaviour cannot be excluded. - breakage of the implant due to patient do not follow the postoperative protocol. => possible, as no postoperative information was provided a wrong postoperative patient behaviour cannot be excluded. Conclusion summary: based on the returned product and the given information the complaint could be confirmed. The visual examination confirmed the fracture of the ncb plate at the 5th screw hole, starting from the proximal end. The structures of the fracture surface consisting of beach lines indicate a fatigue fracture. Hence, it can be assumed that a repeated overload of the ncb plate occurred which eventually led to the fracture of the implant. The situation of the bone fracture prior and after the implant fracture remains unknown, as neither x-rays, surgical notes, nor relevant patient data such as bone quality, activity level, medical history or adherence to rehabilitation protocol were provided, therefore, a throughout investigation could not be performed. The overload of the plate can have multiple causes. In case of a delayed union or a nonunion bone healing it may be possible that the plate experiences higher loads for a longer period of time than intended leading to an implant fracture. The quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at time of production. Therefore, based on the given information and the results of the investigation, we identified the repeated implant overload as the most likely root cause for the reported implant fracture. Nevertheless, the reason for the implant overload remains unknown. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is cmp-0390006. .